Event description:
Per the clinic, the patient experienced magnet dislodgement during MRI (1.5 tesla). The patient's head was wrapped as an approved indication in (B)(4).it is unknown if there are plans replace the magnet as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.